Event description:
Boston scientific received information that a red alert was detected from the patient's home monitor system. The alert indicated that there was a low shock impedance (less than 20 ohms) detected. No adverse patient effects have been reported. This system remains in service. Subsequently, additional information was received stating that this patient was seen by their physician and no issues were seen with the patient's device. No programming changes were made and there are no complaints against the device. The physician will continue the monitor the patient.

Manufacturer narrative:
At this time the system remains in service. Should additional information be received, this investigation will be updated.